Manufacturer narrative:
During internal review of the final investigation result, it was re-evaluated that the event is reportable. The affected device was analyzed by the dräger service on site and a temporary contact failure of the internal flow sensor cable was identified as the cause of the reported problem. In a visual inspection with magnification of the cable at the manufacturer no damage was visible. A detailed investigation revealed that the internal electrical resistances of the cable were not stable during movement. This electrical contact problem resulted in the reported fluctuating tidal volume. In the case of a fluctuating tidal volume the device generates a visual and audible alarm when exceeding the set alarm limits for flow and pressure. In addition, the device alarms "flow measurement inaccurate" to alert the user to the problem. According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It has been reported that the vte readings deviate significantly from the vt readings and are fluctuating. Consequently, the associated alarm messages are then active. No consequences for the patient were reported.